Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the perforator device would not allow the perforator to lock into place. During in-house engineering evaluation, it was determined that the device vibrated, made noise and the gear was worn. The device also failed pretests for vibration. This event did not occur during surgery. There was no patient involvement. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.